Manufacturer narrative:
Manufacturer narrative: clinical code: 1998 -paresis - spinal cord ischaemia (probable) with further details stating paraplegy, right upper limb monoplegia and left upper limb monoparesis. Impact code: 4624- surgical intervention - lumar puncture was performed. Device problem code : 3190 - insufficient information - no device failure /deficiency has been reported. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints thoraflex hybrid sales jan 21 to jun 25 vs medical event > paraplegia (B)(6) 2021 - (B)(6) 2025 gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information was requested from the site to aid this investigation. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID- which confirmed the batch was manufactured to specification. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Event description:
Event reported form extend clinical study (B)(6) subject (B)(6), a 64-year-old (at the time of consent to the trial) caucasian male with hyperacute (<24hrs) debakey type I aortic dissection. The subject underwent an emergent open surgical replacement of the aorta with a thoraflex hybrid plexus device on (B)(6) 2025. Then experienced a serious adverse event (sae) of spinal cord ischaemia (probable)' with further details stating "paraplegy, right upper limb monoplegia and left upper limb monoparesis". Surgical intervention - a lumbar puncture was performed. The investigator considers the sae as unanticipated, related to procedure, related to device, not related to device deficiency and not related to a pre-existing condition. . The event is reportable after medical monitor assessment, with the outcome of assessment being] possibly related to device'.

Event description:
Event reported form extend clinical study (B)(6) subject (B)(6), a 64-year-old (at the time of consent to the trial) caucasian male with hyperacute (<24hrs) debakey type I aortic dissection. The subject underwent an emergent open surgical replacement of the aorta with a thoraflex hybrid plexus device on (B)(6) 2025. Then experienced a serious adverse event (sae) of spinal cord ischaemia (probable)' with further details stating "paraplegy, right upper limb monoplegia and left upper limb monoparesis". Surgical intervention - a lumbar puncture was performed. The investigator considers the sae as unanticipated, related to procedure, related to device, not related to device deficiency and not related to a pre-existing condition. The event is reportable after medical monitor assessment, with the outcome of assessment being] possibly related to device'. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00063 to provide event closure information for tag0275.

Manufacturer narrative:
Manufacturer narrative: clinical code: 1998 -paresis - spinal cord ischaemia (probable) with further details stating paraplegy, right upper limb monoplegia and left upper limb monoparesis. Impact code: 4624- surgical intervention - lumar puncture was performed. Device problem code : 3190 - insufficient information - no device failure /deficiency has been reported component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints thoraflex hybrid sales (B)(6) 2021 to (B)(6) 2025 vs medical event > paraplegia (B)(6) 2021 - (B)(6) 2025 gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information was requested from the site to aid this investigation; however, no additional information was received to date. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID- which confirmed the batch was manufactured to specification with no issues identified. 4117 - device not returned: device remains implanted. Investigation findings: 213 - no device problem found - no device deficiency / failure was reported and no issues were identified during the manufacture of the device. Investigation conclusion: 4310 - cause traced to non-device related factors. As the thoraflex hybrid device has been implanted as intended, with successful treatment of the type a dissection and exclusion of the proximal entry tear. The true lumen has expanded both within the stented region and distal to it. There is a distal entry tear perfusing the false lumen at the level of the left renal artery with flow limited to the false lumen within the abdominal aorta. The false lumen within the thoracic aorta appears thrombosed. As a result, there has been loss of blood flow to several spinal vessel within this region. This is likely to have contributed to the observed spinal cord ischemia, right upper limb monoplegia and left upper limb monoparesis. This event was deemed to be procedure related.